Event description:
Customer reports the use by date on the comfort curve test strip vial as 08/09/2008. Manufacturer's batch record confirmed the actual use by date to be 04/30/2007. No adverse event reported. Requested return of suspect device and replacement was sent.